Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
The previously reported date in "date of this report" is being corrected to 2014-09-18.

Event description:
Additional information received reported x-rays had been taken to determine the leads had moved. The patient had not been scheduled for a revision as of the date of this reported because she has several other unrelated issues that she is taking care of first.

Event description:
It was reported the status of the patient¿s implantable neurostimulator (ins) was not working since implant on (B)(6). When the ins was turned on, the amplitude was noted to be 0.0 volts. The patient had never received therapy, but had fallen three times within the first week of implant. It was noted the leads had moved which was why the patient was not using the ins. The managing health care professional (hcp) and rep were aware of the issue.